Manufacturer narrative:
It was initially reported, the manufacturer received information alleging an issue with a ventilator's visual alarm indicators during initial set up. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue. The device was returned unrepaired as per the customer.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging an issue with a ventilator's visual alarm indicators during initial set up.the device was not in patient use. Repeated attempts for additional information or to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an issue with a ventilator's visual alarm indicators during initial set up. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.